Event description:
Endeavor stent came off balloon prematurely in the proximal rca. These events required the patient to undergo additional unplanned maneuvers using 4mm gooseneck snare to retrieve the errant stent.